Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer's wife reported that the insulin pump had water visible behind the display after being sprayed with a hose. Blood glucose level at the time of the call was 275 mg/dl, due to not using the insulin pump. The customer's wife was advised that the insulin pump would be replaced and agreed to return the device for analysis.